Manufacturer narrative:
Concomitant medical products: 693558 lead implanted: (B)(6) 2016; dtpb2q1 crtd implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was "persistent left ventricular dysfunction and heart failure." No intervention was performed and the left ventricular (lv) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.